Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance upon visual inspection. A functional test was performed per cmlv004 rev.102. The reported problem was not duplicated however, it was confirmed that a disconnect alarm occurred in a 75% occlusion test. The root cause is the heater assembly thermostat. Heater assembly was replaced to correct the issue. The eq-5000 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter email unknown. E1. Initial reporter last name unknown e1. Initial reporter occupation unknown. The device was received for evaluation. Visual inspection and functional testing were performed. The reported problem was not duplicated however it was confirmed that a disconnect alarm occurred in a 75% occlusion test. The root cause is failure of the heater assembly. Heater assembly was replaced to correct the issue. The device passed all functional tests after repair.

Event description:
It was reported the device had a beeping sound and the temperature did not rise. There was no patient involvement and no patient harm reported.